Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited intermittent loss of capture and low impedance measurements varying from 530 to 130 ohms. No noise was observed on the rv channel and the threshold measurements remain stable at 0.6 v at 0.5 ms. During a lead revision procedure the device and leads were abandoned due to an occlusion seen through the venogram. The physician opted to implant a new system on the patient's right side. It was noted that the patient is completely pacemaker dependent. No adverse patient effects were reported. This lead was surgically abandoned; therefore, the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.